Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an anterior resection of the colon procedure, the stapler seemed to fire properly however, the staple line fell apart. The staples were noted not to be unformed and some were malformed. This happened on the first firing. It was reported by the hospital that the patient required an ileostomy. The ileostomy is temporary and will be closed at a later date. The patient is currently in stable condition.